Event description:
It was reported that during a stenting treatment procedure, removal difficulties occurred. The 85% stenosed target lesion was located in severely calcified and tortuous proximal right coronary artery (rca). The lesion was pre-dilated with a 2.5x20mm apex balloon. A 2.75x24mm promus element was successfully implanted. The 3.0x16mm promus element was advanced to be deployed to "kiss with" the previously implanted stent but the device failed. Upon withdrawal the physician encountered resistance and choose to deploy the stent in the proximal rca. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).